Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer received and evaluated the device. The ventilator inoperative alarm was duplicated by performing an operational check. The error was related to the machine flow sensor drifting above the specification (>.21pm).